Manufacturer narrative:
A ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. Block a: no report of patient involvement. Block d4 unique identifier: (B)(4).

Event description:
It was reported that there was a malfunction resulting in allegation of ventilation or oxygen delivery are insufficient or are lost due to power management system failure. There was no patient involvement.

Manufacturer narrative:
Additional information received, the failure was with the ms patient monitor. There was no failure with the anesthesia device and therefore, this record is not reportable. Notified ra.